Event description:
It was reported by service report that the scale would not display weight, but would give an error code, and bed exit was unavailable. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: discrepant scale display module hindered bed exit functionality.